Event description:
It was reported that the light was being wiped down after a surgery had completed. During the process the lamp came loose from the mount and was hanging by the wires. No patient involvement reported; neither user health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Manufacturer narrative:
The affected device, or light polaris 600, was examined onsite by dräger service technician, and it was determined that the c-clip (retaining ring) which holds the spring arm into place was not installed correctly. The c-clip was then installed correctly which remedied the issue. According to the service report the device was tested and confirmed to be operating per manufacturer's specifications. As a total of 6 of the polaris 600 lights were installed in the hospital the remaining devices were examined onsite; those devices did not exhibit the described fault pattern and therefore did not require any further action. The information regarding the event and further service actions onsite including the service report was made available for further investigation of the root cause at the manufacturer¿s site. Based on the investigation it could be confirmed that the affected device had not been installed correctly according to the dräger assembly instructions, although related installation instructions and processes are appropriate and in place (human factor). The polaris 600 installation instructions and installation test protocols specify in detail how the installation of the spring arm (incl. The retaining ring) has to be performed and checked prior to handover the system. If process steps are not or only inadequately carried out, especially in the case of an incorrect retaining ring installation of the spring arm, parts or assemblies may not be adequately fastened. As a result, affected system components may come loose and fall. In the current event only one of the six available devices was affected, and the issues was remedied by correctly re-installing the retaining ring. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the light was being wiped down after a surgery had completed. During the process the lamp came loose from the mount and was hanging by the wires. No patient involvement reported; neither user health consequences reported.